Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter does not turn on. The patient's diabetes is managed with januvia and metformin oral medication. The power issue began approximately on (B)(6) 2010. The patient continued to take her usual medication despite the product issue. On (B)(6) 2010, the patient went for a doctor's office where she had her blood glucose tested. The patient could not provide the numeric results at the doctor's office. No medical treatment was required at the time of concern. Around (B)(6) 2010, the patient reportedly developed symptoms of "headache and thirst." According to the troubleshooting performed with customer service, the power issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms that can be associated with hyperglycemia 8 days after the power issue began.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 451 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report